Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for out-of-range intrinsic amplitude measurements on the atrial channel. The presenting electrogram (egm) showed appropriate function. There was occasional and brief far field r-wave oversensing recorded as atrial tachycardia response events. Review of the trended data noted stable atrial amplitude and threshold measurements and a small increase in pacing impedance. The patient will be monitored on a monthly basis. No adverse patient effects were reported.